Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
It was reported that during the procedure, the physician felt resistance upon delivering the protege stent through the capture wire. After deployment of the stent, the physician again felt resistance when he tried to pull the delivery catheter, and the delivery catheter could not be pulled smoothly. Eventually the catheter got kinked. The physician tried to fix the kink, then the coating of the catheter got peeled and that seemed to be causing the catheter hard to be pulled. He managed to remove the catheter from the patient in the end and the procedure was completed without further problem. The physician commented that he was concerned about the coating of the catheter, and the coating was making him hard to handle the catheter. Evaluation summary: the spider fx device was received for evaluation with the protege rx stent delivery system (sds) referenced in the complaint. The stent was not in the sds (deployed in vivo). The capture wire was loaded in the recovery section of the double-ended catheter with the filter assembly's proximal marker band exiting the exit port. The proximal end of the capture wire was loaded in a shipping hoop dispenser. The capture wire was removed from the hoop revealing two distinct regions of wire deformation and ptfe damage. The ptfe damage appeared to be restricted to the bends and kinking. A test 0.014" guidewire was loaded through the protege rx sds guidewire lumen without complication.